Event description:
Customer on the pediatric oncology unit reported the female end of the locking cannula disconnected from phaseal connector and 5ml of chemo leaked. There was no harm to the patient or staff and no medical intervention was required. No further patient or event info was reported.

Manufacturer narrative:
(B)(4). The customer's report of the female end of locking cannula disconnecting from phaseal connector and 5ml of chemo leaked, could not be confirmed. The product was not returned for failure investigation because the device had been discarded by the customer.